Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 to (B)(6) 2020 and then on (B)(6) 2020 to (B)(6) 2020, with blood glucose of 630 mg/dl and was released when the blood glucose value was 370 mg/dl and then returned to hospital with blood glucose value of 652 mg/dl. The customer was treated with insulin drip. Customer also reported crack on battery door, unexplained no delivery alarms when blousing, rewound slower than it had in the past, weird clicking noise when reservoir is in, scratches on display screen and does not feel pump was working right. The insulin pump will not be returned for analysis.